Event description:
It was reported that during testing at the account, the foot pedal would stick in the run position, causing different handpieces to continue to run on their own. There were no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece has been rec'd at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.